Event description:
The patient reported that they had experienced a loss or change of therapy. The patient reported suddenly going to the bathroom every 2 hours and not having coverage at night. The patient felt stimulation during the call. The patient reviewed she had not used patient programmer in a very long time. After symptom return she increased stim to 6.0 and felt stimulation strongly. Patient services reviewed patient should turn down uncomfortable stim. The patient decided during the call that stim was ok and she did not want to decrease it, she thought she was getting used to it and didn't feel it as strongly. (Patient attempted increasing stim today) . Symptoms reported were: return of symptoms. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. A couple days ago. The patient said she previously had a bone density scan with ins (implantable neurostimulator ) implant in and was wondering if that was okay. Patient services reviewed xray and ultrasound guidelines. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.